Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue : balloon rupture. It was reported that the target lesion was the mid to distal rca with moderate tortuosity, moderate calcification and 90% stenosis. While deploying the stent, the zeta balloon ruptured around 10 atm. After the balloon ruptured, the lesion was examined using an ivus catheter and it was confirmed that part of the deployed stent implant was not fully expanded. Thus, the stent implant was post-dilated. There was no reported difficulty removing the zeta stent delivery system. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - balloon rupture below rbp can be caused by numerous factors including, but not limited to patient anatomy, lesion calcification, or tortuosity. No leak was noted during preparation and the balloon was initially pressurized to 10 atm, suggesting that there was no pre-existing issue with the balloon. The target lesion was moderately tortuous, eccentric and moderately calcified. It is possible that the balloon interacted with the calcified lesion while being advanced through the long lesion and got damage and subsequently ruptured during inflation. The exact cause is unknown. The reported difficulty in fully deploying the stent implant appears to be related to the balloon rupture.